Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that config files were reinstalled from backup and the issue resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation. Report

Event description:
A medtronic representative reported that while outside of procedure, the imaging system would not boot. Issue was discovered when turning on the system. There was no patient present at the time of the issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.